Event description:
The customer reported low sodium (na) results, below the normal reference range, for multiple patients involving au680 clinical chemistry analyzer. The customer indicated low sodium results occurred for several days. The customer performed recalibration on the ion selective electrolyte (ise) system and retested all patient samples. Forty-one (41) amended patient results were issued for sodium (na) revised higher, potassium (k) no significant change, and chloride (cl) revised lower. Sodium results changed by greater than 4 meq/l (the acceptable deviation) for 29 patients and changed from low to within the reference range for 30 patients. Controls ranges did not reflect issues with patient results. Sodium quality control (qc) range was +/- 20 meq/l. The erroneous results were released out of the laboratory. One patient was prescribed medication based on the erroneous result. It is unknown if the patient took the medication. There has been no report of patient outcome. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned the mid-standard pickup and dispense lines and replaced the reference solution bottle (nearly empty). The fse performed ion selective electrolyte (ise) diagnostic precision checks and confirmed the ise system was operating within specifications. The instrument conformed to the manufacturer's published performance specifications. The calibration failed prior to the incident, on occasion. Controls were within ranges but not within clinical laboratory improvement amendments (clia) limits. The customer revised control ranges and reviewed quality control (qc) against revised ranges. Controls were acceptable after service was completed. This medwatch report is related to MDR 2050012-2012-01247.